Manufacturer narrative:
(B)(4). A CAPA has been opened to address this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an operator was unable to remove a spike from an intravia empty container that had been filled with unknown antibiotic medication. The reporter stated that the ¿plastic tip ripped off of antibiotic bag and stayed connected to spike when attempting to remove bag from spike." This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection revealed that the port had been torn apart from the bag. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The port that had been torn apart was not received with the rest of the bag. The missing, or torn away, port was determined to be due to the user experiencing difficulty in disconnecting the spike from the port. The cause of the difficulty was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.